Manufacturer narrative:
Section h4: corrected data. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced dizziness, fatigue and generalized weakness prior to admission. Patient experienced guaiac positive stool. Capsule study was performed with no bleeding found. Patient was given 4 units packed red blood cells (prbc) and lovenox. Patient continued with protonix 40mg bid, carefate, b12 and folate supplements. Patient was discharged on (B)(6) 2017. Aspirin (asa) was not resumed. Inr goal was lowered to 2.0 ¿ 2.5.